Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured posterior communicating artery segment aneurysm with an unknown diameter. It was noted that the patient's vessel tortuosity was unknown. The landing zone was 3.8mm distally and 4.2mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that a therapeutic access route was established via femoral artery puncture, after the access was established, the ped-400-16 device was hydrated and delivered through a marksman microcatheter for deployment. However, after the stent was pushed out of the microcatheter, the tip end of the stent failed to open. Multiple attempts were made without success. After the stent was removed from the patient's body, burrs were observed at the tip end of the stent. To ensure procedural safety, a new ped was used instead and successfully deployed, and the procedure was completed safely. The angiographic result post procedure showed an obvious contrast retention within the aneurysm. It is unknown whether the pipeline was positioned in a bend or stuck in the capture coil. The amount of device deployment at the time it failed to open, the number of resheathing attempts, and whether additional steps or devices were used are all unknown. The pipeline was removed from the patient, but it is unclear whether it was resheathed and removed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the fail to open were identified. It was asked but unknown if there were any causes or contributing factors for the burrs damage identified.